Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 91987422. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on their review of the provided photographs our quality engineers have determined that the most likely root cause for this occurrence is related to residual silicone lubricant being trapped between the sleeve stopper and the heparin cap.

Event description:
It was reported that during flush of the extension tube the prn swells with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: after indwelling the y type of intima-ii in the patient's arm, the staff prepared to flush the extension tube for the patient. At the time of flushing pipe, it was found heparin cap was inflation, so the clinical teacher pulled the needle out and punctured again. At present, the heparin cap of the sample had been deformed, please help the factory to issue the report as soon as possible, thank you very much.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during flush of the extension tube the prn swells with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: after indwelling the y type of intima-ii in the patient's arm, the staff prepared to flush the extension tube for the patient. At the time of flushing pipe, it was found heparin cap was inflation, so the clinical teacher pulled the needle out and punctured again. At present, the heparin cap of the sample had been deformed, please help the factory to issue the report as soon as possible, thank you very much.